Event description:
It was reported that while the unit was being used in a procedure to share debris, shiny flecks were noted in the tissue. It was further reported that another unit was used to clean up the metal particles. Additional time was needed to remove as many of the metal particles as possible. The procedure was completed and the unit from which the metal fragments were derived was taken out of service. It was further reported that it is unclear if there were any complicating conditions. The doctor attempted to clean up the metal particles. It is unclear of the outcome of the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.